Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight has separated from the spring arm and fallen. There was no injury reported, however we decided to report the issue in abundance of caution as detachment of the headlight may cause serious injury in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight has separated from the spring arm and fallen. There was no injury reported, however we decided to report the issue in abundance of caution as detachment of the headlight may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert. Loose spring arm safety sleeve is due to loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, the manufacturer dispatched the informative technical notice reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).